Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead and right ventricular (rv) lead both developed increased thresholds and decreased sensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.